Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right knee insert revision, medial patellar retinacular repair, and prepatellar bursectomy to treat swelling. Hematoma, and septic arthritis secondary to a fall. Upon entering the joint, the surgeon identified and debrided significant synovitis and gross purulence. The joint space was thoroughly irrigated. The femoral component, tibial tray, and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2015 (insert), dor: (B)(6) 2018 (insert, femoral, tray - captured in (B)(4)), right knee.